Manufacturer narrative:
The company rep examined the sys and was unable to reproduce the customer reported issue. The company rep replaced the l7/l8 pneumatic valve cable assemblies for diagnostic purposes. The sys was then tested and met product specs. The root cause is unk at this time.(B)(4).

Event description:
A surgical tech reported that during surgery, towards the end of the case, the cutter stopped working. The customer exchanged the cassette and recycled power to continue with the case. There was no harm to the pt. Add'l info has been requested.